Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator, (B)(6) 2006; 4058m, implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a warning and had switched to unipolar and that capture management had adapted the pacing outputs to 5 volts at 1 millisecond. Also the unipolar impedance was measured at 260 ohms and the bipolar impedance was 204 ohms. The rv lead was going to be managed in unipolar and remains in use. No patient complications have been reported as a result of this event.